Event description:
Non-delivery on pump line d reported. The pump was infusing nimbex at 4ml/hr via line d. All pump lines were in use but specific info regarding the other solutions being delivered was not recalled. A nurse reported that the display showed line d was infusing, however, she noted that nothing was gone from the bag; it remained full. The pt was on add'l sedation medications which kept him comfortable during this time. The other three lines appeared to infuse correctly as programmed. No add'l info was available.

Manufacturer narrative:
The reported problem of over-delivery could not be duplicated. The device was out of calibration and delivered at 5.1% (specification +/-4%). The overdelivery was due to mechanical (piston height) adjustment and the motor base assebmly. Line d met all test specifications. The frequency of death or serious injury reports for code 103 (underdelivery) for omniflow products is <0.66/million sets.